Manufacturer narrative:
This report was sent in error as abnormal image would not cause or contribute to a death or a serious injury if it were to recur, also to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h4, h6 and h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a image abnormal. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.